Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they couldn't recall the actual number. The cause of low bg was unknown. The customer received third party assistance from their spouse, who provided carbohydrates, and assisted the customer eat and drink to address bg. The customer was then taken to the emergency room (ER) on (B)(6) 2023, and they were subsequently hospitalized. The customer was given intravenous therapy (IV) and fluids of saline to resolve the low bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.